Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 15th april 2010 and performed to specification up to the 3rd august 2014. The device failed a self-test due to a low battery on the 10th august 2014, a fresh pad-pak was installed on the 11th august 2014 and the device passed a self-test. Mulitple manual power ups of ten minutes duration were recorded between the (B)(6) 2015 and the final history log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.